Manufacturer narrative:
This report is being sent to correct h6 (impact codes).

Event description:
It was reported that this implantable pacemaker recently exhibited oversensed atrial artifacts, potentially indicating a right atrial (ra) lead issue. The patient was evaluated in-clinic, where provocative maneuvers were performed and the oversensed noise was reproducible. The physician elected to reprogram the device and continue with remote monitoring. The specific ra lead details were not able to be provided, due to the age of the lead (implanted in 2002). At this time, the system remains implanted and in-service. No adverse patient effects were reported.

Event description:
It was reported that this implantable pacemaker recently exhibited oversensed atrial artifacts, potentially indicating a right atrial (ra) lead issue. The patient was evaluated in-clinic, where provocative maneuvers were performed and the oversensed noise was reproducible. The physician elected to reprogram the device and continue with remote monitoring. The specific ra lead details were not able to be provided, due to the age of the lead (implanted in 2002). At this time, the system remains implanted and in-service. No adverse patient effects were reported.